Manufacturer narrative:
(B)(6). The v60 unit was received at the international service center. On 05/22/2017 the technician was unable to duplicate the reported "check vent: backup alarm failed" alarm. However, review of the diagnostic event log confirmed the reported complaint. Cpu board was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was confirmed.

Event description:
The international customer reported that while the v60 unit was in use, alarm showing "check vent: backup alarm failed" occurred. Unit was replaced with another v60 vent. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
Phone # not provided. During further investigation, a visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator. The ventilator powered up from ac and delivered breaths, the ac led indicator turned on and the ventilator did not generate an e/c 1104. The ventilator operated for 2 hours without failures. Post was executed 10 times during this test and no failures occurred. An exterior and interior visual inspection of the audio piezo buzzer (ls1), did not reveal any damage, contamination, or cold solder. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The cpu board was tested and no failures were identified. The 1104 error code could not be duplicated.